Manufacturer narrative:
(B)(4).

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted on (B)(6) /2021. The patient experienced a sensor error for two hours which occurred five days after the sensor had been inserted. She stated that she was using a receiver and the dexcom mobile app on her phone as well as a tandem insulin pump. The sensor was not giving her any readings. She was alerted to a message of no readings but was not able to provide any details of whether she was checking fingerstick blood glucose or if she experienced symptoms when she got the no readings alert. She became dehydrated and was taken to the emergency room but was not able to provide information about whether she was taken by ambulance or what time the event occurred. She was administered saline solution IV for five hours. The patient declined and/or was unable to provide details of any other medical intervention provided, bg readings, when she was released from the ER, or her subsequent condition and outcome. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.